Event description:
The customer reported via phone call that she had a high blood glucose of 500 mg/dl today. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer had symptoms related to her high blood glucose such as nausea. Customer treated with manual shots. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to check for possible site or insulin issues. Customer requested a tubing clamp to be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.